Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and settings anomaly from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer treated with manual injections. The customer stated that the reprogram alarm occurred during first rewind. The customer was advised that the alarm will occur after the time and ate on the pump was rewound for the first time. The customer was advised that the check settings alarm will always occur after exiting the training mode. The customer was advised to monitor the pump.